Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 34 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Because of the massive damage and deformation of th implant, due to the removal. Material analysis was difficult, with high probability. There was mechanical overloading of the implant.

Event description:
Implant fracture.